Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors, flow sensor cuffs, and oxygen sensor were replaced, the system was calibrated and the unit was returned to service. No patient information provided after phone calls 11/19/19, 11/20/19, and 11/21/19. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a leak in the bellows housing causing a loss of mechanical ventilation. There was no report of patient involvement.